Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic was further described as a touch contamination. It was reported that, on an unknown date, the patient touched the distal end of the transfer set prior to changing bags. Subsequently the patient experienced peritonitis manifested by cloudy pd effluent. The patient was not hospitalized for the event. Two days after onset, the patient began treatment for the peritonitis with gentamicin, intraperitoneally (40 mg, every other day). At the time of this report, treatment with gentamicin was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.